Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the power inlet module had failed and the fuse holder was burnt. The power inlet module was replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported the cart had a melted fuse holder. The event occurred after surgery. Evaluation of the device found that the power inlet module had to be changed due to overheating at wires and there was also scorching on wires. No adverse events were reported as a result of this malfunction.